Manufacturer narrative:
The information provided in this report was based on information givenby the dentist in neodent¿s products warranty form that was recorded inthe system and is used by both the manufacturer and the subsidiary. Theoriginal complaint and the product were received by the subsidiary anddid not arrive in the manufacturer yet. When this happens, a newevaluation of the complaint will be carried out and, if necessary, a newfollow-up report will be send. Considering the surgical methodology, itwas seen that the dentist has selected an implant design which is notrecommended for the patient's bone quality.

Event description:
(B)(4)¿ the dentist reported that 07 days after the dental implant was installed in intraoral region 14#, its non-osseointegration was observed. Moreover, bone graft was placed and the patient presented bone type I.